Event description:
The customer reported that the system displayed a system error. Further info was requested and received from the service rep. The fse concluded the system failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.